Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Patient 1 initial result was 98 mmol/l and the repeat result was 134 mmol/l. On (B)(6) 2024, patient 2 initial result was 166 mmol/l and the repeat result was 132 mmol/l. On (B)(6) 2024, patient 3 initial result was 100 mmol/l and the repeat result was 144 mmol/l. On (B)(6) 2024, patient 4 initial result was 126 mmol/l and the repeat result was 134 mmol/l. On (B)(6) 2024, patient 5 initial result was 101 mmol/l and the repeat result was 137 mmol/l. On (B)(6) 2024, patient 6 initial result was 95 mmol/l and the repeat result was 139 mmol/l. On (B)(6) 2024, patient 7 initial result was 106 mmol/l and the repeat result was 129 mmol/l. On (B)(6) 2024, patient 8 initial result was 110 mmol/l and the repeat result was 141 mmol/l. On (B)(6) 2024, patient 9 initial result was 91 mmol/l and the repeat result was 141 mmol/l. On (B)(6) 2024, patient 10 initial result was 89 mmol/l and the repeat result was 138 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer checked the analyzer, rinse tubing, and naoh-d usage, which were all acceptable. He replaced the rinse tubing assembly. The customer replaced the cuvettes and the photometer lamp. The investigation determined the service actions resolved the issue.